Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/07/2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they were taken to the hospital by their boss due to having low blood sugar levels because the dexcom system did not warn them. The patient was administered intravenous (IV) therapy by the doctor in the emergency department. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.